Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up externalized conductors were observed via diagnostic imaging. High pacing lead impedance and high capture thresholds were also noted. The lead was diagnostically imaged prophylactically. The lead was capped and replaced.